Event description:
The customer alleged that cidex plus solution spilled on the carpet. They noticed spots of staining. They have attempted to use carpet cleaning agents. Asp customer care suggested that they use water to remove the spots as other chemicals might react with solution. Asp requested additional info from the customer, but received little customer response. There were no reports of physical injuries.